Event description:
Reported received of an over-delivery. The pump was programmed in the pca only mode to deliver dilaudid 0.1mg/ml, with a 0.1mg pca dose, a 6-min patient lockout, and no 4 hour limit was set. The nurse stated that when she went to check the patient 2.5 hours later, she cleared 2mg from the total and "more drugs was gone then expected". The actual concentration of dilaudid in the vial mixed by the hospital pharmacy was reportedly 1mg/ml instead of the intended 0.1mg/ml. There was no reported adverse patient effect and no medical intervention was necessary. Though requested, no further information was available.